Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2002, a sparc sling was implanted. It was reported that "the sling has pulled apart and eroded into her body parts", and that a revision procedure involving excision of sling material is pending, not yet scheduled.